Event description:
A malfunction was reported where the pump randomly froze and turned off when the patient attempted to activate it or give commands. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the caller did not request further follow-up.